Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented to the emergency room with a low heart rate and experienced syncope. Upon interrogation, noise was observed on the right atrial and right ventricular leads. The leads exhibited intermittent inhibition of pacing due to lead noise. Programming changes were made. An insulation anomaly was noted on the right ventricular lead when it was capped and replaced on (B)(6) 2018. The patient was in stable condition following the procedure.